Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with three segments including the connector pins was returned for analysis. External insulation abrasion was noted at 3.7-3.9cm from the svc df-1 connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Without return of the entire lead, a complete analysis could not be performed.